Manufacturer narrative:
One pump was returned. Visually no damage was present. Testing was performed, start-up and multiple flow and occlusion tests. Unable to determine, could not repeat customer stated problem. No causes or potential causes to the customer's reported problem were found during the device history record review. D5 is unknown. No information has been provided to date. (B)(4).

Event description:
It was reported that a primary audible alarm test, watchdog failure, and base test time out error. No patient injury was reported.